Event description:
It was reported that guidewire tip detachment occurred. The patient underwent pedal stick to do a retrograde tibial vessel percutaneous transluminal angioplasty (pta). The 100% stenosed target lesion was located in the severely calcified tibial vessel. Two 182cm straight tip v-14 control wire were selected for use. However, upon trying to cross the chronic totally occluded lesion, the tip of both guidewires were fractured. The physician used a tibial balloon to capture the fractured pieces and completely removed it. Nothing was left behind and the procedure was completed successfully. No patient complications were reported.